Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Internal injury- vagina [vulvovaginal injury]. Two tampons into one applicator both (tampons) were not complete [device physical property issue]. Case narrative: consumer reported via social media that there were two tampons in one applicator. No serious injury was reported.